Manufacturer narrative:
During the evaluation of the device at the third party service center, the device failed a step during testing. The ventilator's system board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported.